Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Letter was sent by bd technical service to customer regarding expired material.

Event description:
Material no. 367815, batch no. 8037871. It was reported that during use of the bd vacutainer® serum blood collection tubes the tube had an expired expiration date, but was used with no abnormal results. The following information was provided by the initial reporter: an expired tube was used for collection and tested. There were no abnormal results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367815. Batch no. 8037871. It was reported that during use of the bd vacutainer® serum blood collection tubes the tube had an expired expiration date, but was used with no abnormal results. The following information was provided by the initial reporter: an expired tube was used for collection and tested. There were no abnormal results.